Event description:
A report was received that the patient¿s trial procedure was aborted to rule out coronary artery disease and to rule out gastric esophageal reflux disease (gerd). The physician stated that the patient did not have coronary artery disease or gerd. The patient was treated with morphine and aspirin for abdominal discomfort of an unknown etiology. The event was resolved and the event was related to the trial procedure.

Manufacturer narrative:
Additional information was received that during the procedure the patient experienced nausea and abdominal pain following doses of IV antibiotics. Once the procedure was completed the patient was transferred to the emergency room and given an antacid which resolved the pain. In the emergency room he denied abdominal pain, nausea, chest pain, shortness of breath or light-headedness. In the emergency room he had a stable ECG and chest x-ray. Troponins were negative and evaluation of previous records showed the patient to have a prior negative cardiac cath. The event resolved and the patient was discharged.

Event description:
A report was received that the patient¿s trial procedure was aborted to rule out coronary artery disease and to rule out gastric esophageal reflux disease (gerd). The physician stated that the patient did not have coronary artery disease or gerd. The patient was treated with morphine and aspirin for abdominal discomfort of an unknown etiology. The event was resolved and the event was related to the trial procedure.